Event description:
The hospital reported that a fusion bioline 6mm-80cm supp peripheral graft we infected, so it was explanted.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trend develop. Lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history related to the complaint defect. (B)(4).